Manufacturer narrative:
(B)(4). The customer advised physio-control that they are scrapping their device due to the age of the device and it having no repair options. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed a visual evaluation of the device and did not verify the reported power issue. The device was able to power on normally however, did display the charge-pak and attention icons on the readiness display. Further evaluation of the device has not been performed. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on. The customer stated that their device had been in storage for a period of time as well. This was discovered during testing and there was no patient use associated.